Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access, and maintenance procedures.

Event description:
A renegade catheter was used for therapeutic purposes along with a fibered idc coil. During this procedure, a coil got stuck in the catheter. The procedure was not completed, due to this event. There were no complications or intervention reported with this event.